Event description:
During the investigation of a subsequent event, a previously unreported event was discovered. Per the info provided to co by the physician's office, the device was removed due to a "malfunction caused by a kinked cylinder". As reported, the removal of a rear-tip extender was performed involving the assembly kit component(s) only to correct erosion. 1/6/97-upn receipt of the physician/surgeons operative report, it stated in summary, "the pt had exposure of both corpora and then taking a 1 rear tip extender from the right side making a total length of 21 on both sides, closure of a possible glandular erosion of flase passage and glandular corporal fixation.